Event description:
The customer reported that they were not able to withdraw the balloons they sheath. They reported having to remove the sheath each time to remove the balloon. The customer reported this happening on several occasions.

Manufacturer narrative:
Customer did not indicate that any patient harm had occured as a result of the device malfunction. Customer did not identify what lot/batches were impacted by the device malfunction. Additional manufacturer narrative: this complaint could neither be confirmed or denied as no information was provided pertaining to the batch identification number. The root cause could also not be determined.

Event description:
Follow-up report to submit additional information not known at time of initial submission.

Manufacturer narrative:
Customer did not indicate that any patient harm had occured as a result of the device malfunction. Customer did not identify what lot/batches were impacted by the device malfunction.

Event description:
The customer reported that they were not able to withdraw the balloons they sheath. They reported having to remove the sheath each time to remove the balloon. The customer reported this happening on several occasions.